Event description:
It was reported in a hospital implant registration form that the right atrial (ra) and right ventricular (rv) leads were dislodged. On (B)(6) 2025, the entire pacemaker system was replaced with a leadless pacemaker. The patient¿s status was not provided. Dpc: 2923. Hcc: 4582. Reference report: mw5176455. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).